Event description:
Zenith main body graft was introduced via the left femoral artery. Morphology of the aorta was conical in shape, with tortuous iliac arteries on both the contralateral and ipsilateral side. Prior to deployment of the contralateral iliac leg graft the sizing length of the device was noted too long to maintain patency at the right internal iliac artery. The decision was made to deploy the leg grafts in the opposite limbs. Final angiogram revealed a distal endoleak on the contralateral iliac leg graft. An iliac extension was deployed distally to the leg graft, ensuring a seal of the aneurysm and maintaining patency of the internal iliac artery. Also viewed during the angiogram was a proximal type I endoleak. Due to the conical shape of the aorta it appeared that the graft had migrated from the original deployment location approximately 3-5 millimeters. The reverse taper of the neck appeared to have pulled the graft downward. A main body extension was deployed at the proximal sealing stent, extending the graft to the initial deployment landing zone. The proximal extension was not successful at excluding the aneurysm. The diameter of the aorta was then measured using ivas, noting that the aorta was 25 millimeters in diameter. Due to the diameter of the main body and main body extension, it was determined that the visible endoleak may have been the result of a "guttering" effect of the graft in the aorta. In order to further seal and provide additional radial force where needed, another manufacturer's stent was deployed within the two grafts at the site of the proximal seal. The additional radial force created a better apposition of the graft to the vessel wall. Endoleak resolved. Please refer to 1820334-2004-00392 for additional info.